Event description:
A report was received that a patient's precision system was explanted. The patient was explanted due to a staph infection. The explanting physician reported that the infection was not device related and the system was working fine.